Event description:
Vein harvest kit began to get hot and smoking during the harvest, removed it immediately and used a second kit. Tips of device were blackened. Upon removal of saphenous vein graft, the vein had burned in half and there was noted bleeding at the site of burn. MFR rep was notified of what happened.